Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with myocarditis for hemodynamic support using an impella 5.0 pump. During support, the patient developed an access site bleed that required multiple units of a blood product delivered.